Event description:
It was reported that the devices were used during a laparoscopic donor nephrectomy. The devices ripped. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.